Event description:
The patient reported that the up, down, and ok buttons began requiring several presses to activate a response.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all the key contacts. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release. The firmware revision and the manufacture date are ((B)(4), 2008/07).